Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no further information provided.

Event description:
It was reported that the commanded shocks of this implantable cardioverter defibrillator (ICD) was not working to get the patient out of ventricular fibrillation (vf). An external shock was be used. The device remains in service. No adverse patient effects were reported.